Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was reported that the balloon ruptured at 6atm within 30 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.